Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with an infection at the implanted device pocket site. It was noted that vegetation was visualized on transesophageal echocardiography, but it was unable to be determined whether it was on the atrial lead or within the atrium. The physician explanted the entire system ¿ implantable cardioverter-defibrillator, right ventricular lead, left ventricle lead, atrial lead and capped right ventricle lead. The patient was in stable condition.